Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
Received information that the power board was replaced. It was reported that the ventilator was in use on a patient at the time the event occurred. Additional patient information has been requested.

Manufacturer narrative:
G4:14jan2021. B4:14jan2021. The facility repaired the device using a third party. There was no repair information provided. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.